Manufacturer narrative:
The lead was not returned for testing. The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited shocking impedance measurements greater than 200 ohms. Additionally, pacing impedance measurements were out of range on the right ventricular (rv) and left ventricular (lv) channels. A revision procedure was performed and the rv lead was removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received with clinical observations of noise and non-capture on the right ventricular (rv) lead. An x-ray was performed and reviewed which identified a potential lead fracture or lead dislodgement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.